Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a piece of metal from the distal tip of the permanent cautery hook instrument fell inside the patient. The broken piece was retrieved during the same procedure. The customer used a backup instrument. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter (assistant nurse manger) and obtained additional information: the broken piece was retrieved using a laparoscopic grasper. All fragments were retrieved. No post-operative tests were performed. The instrument was inspected prior to use with no damage was noted. The instrument was in use for 3-5 minutes prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have a broken ceramic sleeve. Broken piece is missing because of the breakage. The size of missing piece is approximately 0.14" x 0.13". The root cause of broke instrument ceramic sleeve is typically attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument or accidental collisions. Failure analysis found the primary failure of a broken ceramic sleeve to be related to the customer reported complaint. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the instrument log for the permanent cautery hook instrument (part number: 470183-11, lot number: n10170215-0077) associated with this event has been performed. Per logs, the instrument was last used on march-04-2022 on system sk1116. The instrument was used for 24 minutes. The instrument had one use remaining out of 10 max tool uses. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.